Event description:
It was reported the patient presented with right ventricular, atrial and left ventricular leads that had dislodged due to twiddler's syndrome. The right ventricular lead was explanted and replaced. The atrial and left ventricular leads were explanted. There were no patient consequences.